Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with a pump reset, and after the reset, the error code no longer appeared. The customer was able to successfully start their sensor session.